Event description:
A patient who is peg-j (percutaneous endoscopic transgastric jejunostomy) tube-dependent underwent multiple change-outs to his gastro- jejunostomy feeding tube due to clogging. The patient was only receiving glucerna (abbott) through the tube, flushed afterwards. Since [date redacted], the patient has had a gj tube in place that has required removal and replacement 8 times. It was changed 8x over two months.

Manufacturer narrative:
The following elements have blank data.

Event description:
A patient who is peg-j (percutaneous endoscopic transgastric jejunostomy) tube-dependent underwent multiple change-outs to his gastro- jejunostomy feeding tube due to clogging. The patient was only receiving glucerna (abbott) through the tube, flushed afterwards. Since [date redacted], the patient has had a gj tube in place that has required removal and replacement 8 times. It was changed 8x over two months.